Manufacturer narrative:
B3: event date unknown. Device evaluation: one device was received. Device was visually and functionally tested and the customer reported issue was able to be confirmed. The pumps flow rate was tested and was found to deliver out of specification. The cause of the issue was found to be the expulsor and valves. The expulsor and valves were replaced. Service history identified that no previous repair has been noted in the last 12 months.

Event description:
It was reported that the delivery rate was too low. There was unknown patient involvement.